Manufacturer narrative:
A1-a6: no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when trying to start the motor it sounded as if it was stuck and the pump would not turn. This occurred when assembling the system, connecting the motor and turning on the console.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system being unable to start was not able to be confirmed. The centrimag motor (serial number: l006712-0012) did not return for analysis. No log files were provided. The root cause of the reported event could not be determined via this investigation. The device history record was reviewed and revealed no deviations with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A different motor was installed in the console, and it worked without any problem.